Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt presented to clinic. The pt's husband reported he had to do a system controller exchange because it "was alarming and told me to change the controller." After checking the controller, the vad coordinator noted a "low speed operation" and multiple alarms to "replace system controller." Log files showed the controller went into back up mode, which will cease the message "replace system controller." The pump stopped for a brief moment due to it going into back up mode and rising to the set speed.

Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.